Event description:
Customer stated, "sparks came out of switch". The product was returned for investigation. The customer did not claim any injury. An investigation was done to look into the customers complaint. The investigator observed that the indicator bulb in switch had failed. The area inside the switch where the bulb flashed had blackened. Pad and cord were fine.